Manufacturer narrative:
(B)(4). D10: 00596203210 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height - 66852963. 00596801651 - lps flex femoral component-option for cemented use only nitrogen hardened size f left - 63715736. 00597206529 - all poly patella standard cemented size 29 mm diameter 8.0 mm thickness - 65328250. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Approximately 1 year post-op, the patient was revised due to fixed flexion stiffness. The tibial component was removed and the bone was resected. Attempts have been made and all available information has been provided.